Event description:
During a prophylactic generator replacement surgery, high impedance was observed. As a result, patient underwent full revision of the lead and generator. The explanted lead and generator were not available for return and have not been received to date.